Event description:
A caller reported a malfunction on their pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappeared.